Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to power on due to a faulty drawer controller in the half-height cubie drawer 4.2. A field service engineer (fse) replaced both the pyxis modular controller board and the drawer controller to resolve the issue. Power was re-established, a successful reboot was confirmed, and the new controller was updated and assigned in the storage configuration. The fse accessed drawers 4.1 and 4.2 through the application inventory and verified proper operation with no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device would not power on. The screen was black and hearing click sound from power supply. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.